Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside a bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 5.0cm to 14.6cm, and kinked at 72.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter's total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex and catheter were damaged. From the damages seen on the catheter (accordioning/kinking), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. However, the customer reported that vessel tortuosity was normal, ruling out the vessel tortuosity as a potential cause. In this event, the lack of continuous with heparinized saline during delivery may have contributed to the resistance during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a dense mesh stent implantation was performed. During the operation, the stent was difficult to push in the catheter and the resistance was very large. Pulling the stent back also encountered resistance. So the catheter and stent were completely removed from the body. There were no symptoms reported. The pipeline and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The pipeline was used for an indication that is approved. The patient was being treated for an unruptured, saccular intracranial aneurysm in the left carotid artery c4 segment with a max diameter of 4mm and a neck diameter of 4mm. The landing zone was 4mm distally and 4.2mm proximally. Access vessel was the femoral artery with a diameter of 7mm.  Dapt (dual antiplatelet treatment) was administered. Vessel tortuosity was normal. Additional information received that the cause of the resistance was not determined. Resistance occurred in the middle of the catheter. Damage was observed to the pipeline pushwire.